Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for high undefined right ventricular (rv) defibrillation lead impedance and superior vena cava (svc) defibrillation lead impedance. It was also noted that there was a possible fracture on the rv lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.